Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to or verify failed batt test, low battery, unexpected battery power loss due to blank display.

Event description:
Information received by medtronic indicated that the insulin received batter failed alarm. Customer reported that the insulin pump did not turning on even after several batteries inserted into it. The contact on the battery cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.